Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "with open incision and "stinging".

Event description:
Healthcare professional reported right side rupture, "with open incision and "stinging". Device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture, "with open incision and "stinging". It was later reported the patient had cellulitis, which is deemed not device related. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/mar/2024.

Event description:
Healthcare professional reported right side rupture, "with open incision and "stinging". It was later reported the patient had cellulitis, which is deemed not device related. The device has been explanted.